Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reactions with e+ donors (cell#3 and 6) to the 0.8% resolve panel a lot# vra198 with patient later confirmed to have an anti-e. Customer reports initially testing sample against 0.8% surigscreen and a 2+ reaction was observed. All described testing performed in the mts anti-igg gel cards with 15min incubation. Customer went on and tested the sample by the traditional tube method using oaes and peg against the resolve panel b. E+ donors reacted weakly using the oaes and 1+ using peg. Issue started at site on: (B)(6) 2014 . Affected: cell#3 and 6. Methodology used: manual gel. Pattern observed: e cells on panel not reacting. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: same. Method used to repeat: manual gel and tube. Other relevant details: transfusion history: patient in question has no previous history at this facility. No haze or hemolysis noted to either cell#3 or 6. Ocd guided the customer in concentrating the cell#3 and 6 to a 3% concentration and testing the donor for the e antigen. Customer reports testing the cell#3 and 6 against ocd anti-e and reposts both to yield a 4+ reaction. Ocd discussed possible causes of the false negative reaction and referred the customer to the package insert of the 0.8% resolve panel a and discussed differences in antibody titer and phenotypes of the reagent red cell donors may have attributed to the false negative reaction. Customer satisfied with the discussion based on conformation of the e antigen being present on cell#3 and 6 in question but indicates their lack of confidence in further testing with the panel and is requesting the replacement of product. Product was replaced. Customer indicates their satisfaction and has agreed to contact ocd if any additional concerns arise.